Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue and contamination under the button contacts. This report is made based on results of investigation completed on 02/06/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: during a visual inspection of the pump, the symbols on the keypad cover were observed to be worn. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. Initial reporter: animas corporation (B)(6).